Manufacturer narrative:
Due to character limitation in e1 for event site name, full event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that ballon catheter intra-aortic balloon (iab) had a rupture and displayed an alarm. There was no injury or harm reported.

Event description:
It was reported that sensation plus 50cc intra-aortic balloon (iab) had a rupture and it was alarming unable to calibrate since admission.

Manufacturer narrative:
Corrected fields: b5, d4 (UDI no.), h6 (health effect ¿ clinical code, health effect ¿ impact codes). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between catheter and sheath. The sheath was returned covering the catheter tubing. One kink was observed on the catheter 76.2cm from the iab tip. The inner lumen was found to be occluded, the occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and a leak was detected on the rear seal approximately 27.4cm from the iab tip measuring 0.015in/0.038cm in length. A sensor test was preformed and the pressure reading was found to be within specification. The reported problems were most likely triggered by a leak which was found on the rear seal. The root cause of the reported failure ¿iab ¿ leak, blood in tubing (rupture)¿ was found to be damaged at the device¿s rear seal. This damage occurred after shipment of the device. The DHR was reviewed and the iab was deemed acceptable prior to leaving the manufacturing facility. Each iab is leak tested twice before being released. The root cause of damage to the device¿s rear seal cannot be determined, as it occurred after shipment of the device and was out of getinge¿s control. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required complaint ID: (B)(4).